Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge change error occurred and power source alerts occurred while charging the pump battery. The battery could not be charged and pump shutdown. Customer¿s blood glucose level was 340 mg/dl. The customer reverted to an alternate method of insulin therapy.